Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was oversensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, the long term atrial histogram showed that approximately 20 percent of atrial sensing was at or greater than 180 beats per minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.